Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed - laparoscopic appendectomy. Event description - this is a complaint from the market. Administrative no.(B)(4). The unit won't be returned to amr due to use for a patient with infectious disease. Please refer to the complaint sheet for investigation. Report from the sales rep - during laparoscopic appendectomy, when the customer dissected abdominal adhesions with a harmonic energy device, the device contacted the balloon of the trocar causing the balloon to be torn. It?s unknown whether or not a portion of the balloon fell into abdominal cavity. How to use the trocar: camera port. The cer check list is unavailable. Initial investigation report by (B)(4) the event unit was returned to (B)(4) and visually inspected. Not only the balloon but also the distal end of the cannula was found to be damaged: please refer to fig.1 and fig.2. A transparent color portion of the balloon or the cannula was sent to aomori olympus:please refer to fig.3.. However, we could not identify where the portion was derived from. It didn't seem that the customer was aware of the presence of the portion. The unit won't be returned to amr due to use for patient with an infectious disease. Admin#(B)(4). Type of intervention - unk. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, only photographs of the event unit were received. Based on the photographs received, engineering was able to confirm that the balloon was damaged and the tip of the cannula was deformed. A photograph was also provided of a wrinkled, clear fragment with red residue, which engineering believes is likely a portion of the balloon. The root cause of the torn balloon and damaged cannula is likely contact from the ultrasonic energy device which was used in the procedure. As stated in the instructions for use (IFU), "do not allow sharp instruments or objects to come into contact with the balloon." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.